Manufacturer narrative:
(B)(4). Date sent: 5/4/2020, batch # r93j60. Date of event is 2020. Event day and event month were not reported. The analysis results found that the er320 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, fed, and formed 11 clips with gaps, then the instrument locked out as intended. No conclusion could be reached as to what may have caused the clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, an er320 was fired once but did not reload. It is not known how the case was completed. There were no patient consequences.